Manufacturer narrative:
Improper dip switch settings.

Event description:
It was reported by service report that the nurse call was not working properly. No patient involvement or adverse consequences are reported.